Event description:
It was reported that under flouroscopy both leads appeared to be severed about 7 - 8 inches away from the header of the pulse generator. No capture was also noted. The leads were explanted and it was noted that it looked like the leads had been cleanly severed, as if by scissors. The patient was not symptomatic and had not had any surgery or major trauma since last follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a partial lead measuring 19.5 cm from the connector pin was received. All filars of the proximal and distal coils were fractured at 19.5 cm from the connector pin, due to clavicular crush. The distal insulation was damaged in the same area.